Manufacturer narrative:
Additional information was received that the patient had a diagnostic test. The neurologist stated that the patient had restless leg syndrome and recommended to increase gabapentin.

Event description:
A report was received that the patient was experiencing leg jerks when stimulation is on or off. The physician prescribed a muscle relaxant but it didn¿t always help with the jerking.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing leg jerks when stimulation is on or off. The physician prescribed a muscle relaxant but it didn¿t always help with the jerking.